Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 23-may-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 340 mcg/day via an implantable pump. It was reported that the patient had frequent falls, and was a "poor historian". She estimates falling several times a week, estimates symptoms increasing a month ago, but not confident in that answer. Patient could not recall specific days or times of any falls. They attempted a catheter access port (cap) procedure under fluoroscopy, unable to aspirate from cap. No actions interventions/actions that were taken to resolve the issue. The issue had yet to resolve at the time of this report.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing lioresal (2000mcg/ml at 980mcg/day). It was reported that the patient did not report any symptoms. The healthcare provider attempted to aspirate the existing catheter through the pump catheter access port (cap), but determined it was insufficient and opted to replace the catheter. The patient had described repeated falls in their history. The healthcare provider placed a new catheter into the patient intrathecal space and demonstrated improved cerebrospinal fluid flow that was determined to have corrected the issue. During exploration and placement of a new catheter. The catheter piece of another catheter was discovered in the patient's left flank, found to not be connected to any other device components, and was removed. The catheter was trimmed and tied off just past the original anchor site near the spine. The healthcare provider determined that likely scar tissue prevented the catheter from being pulled free of the patient's spine and opted to leave the remainder.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2013, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.